Event description:
It was reported that the analyzer read negative when using a bd veritor¿ system for rapid detection of group a strep, however, when cartridge read visually it was positive. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: it was reported that customer reported that she got a false negative on her bd veritor plus analyzer using the rapid strep test kit. Customer said that the analyzer read that the patient was negative but when she look at the cartridge its showing a positive line showing the patient is actually positive.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding the complaint that alleges getting a false negative result on the bd veritor plus analyzer when using the kit grp a strep 30 test veritor (material # 256040), batch number 0218614, but the cartridge showed a visible positive line. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. The root cause was traced to user - failure to follow instructions. Customer was educated about visual reading of the test cartridges by technical services. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that the analyzer read negative when using a bd veritor¿ system for rapid detection of group a strep, however, when cartridge read visually it was positive. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: it was reported that customer reported that she got a false negative on her bd veritor plus analyzer using the rapid strep test kit. Customer said that the analyzer read that the patient was negative but when she look at the cartridge its showing a positive line showing the patient is actually positive.